Manufacturer narrative:
The technician did not know the actual cause of the damage. The technician replaced the right head siderail latch to resolve this issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the right head siderail latch was damaged and would not latch. No pt impact.